Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation. Analysis of the data logs did not reveal any performance issues. Based on the available information, the root cause of the reported event was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 48-year-old female patient implanted with the impella 5.5 for mechanical circulatory support developed thrombus. Transthoracic echocardiogram (tte) revealed the distal end of device had clot formation. Activated clotting time (act) was >300 and 1 dose of protamine was administered. Repeat act 2 hours later was 160 so another dose of protamine was administered. The physician subsequently, weaned the device to p3 and monitored hemodynamics until explant. No further information was provided.